Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter indicated that the ok button was under responsive to button presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/23/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/31/2016 with the following findings: during investigation, the keypad was found to be intact; no damage was observed. During testing, all of the keypad buttons responded appropriately during testing. The keypad was removed and no evidence of contamination was found under the button contacts. The pump was opened and no evidence of the moisture corrosion was observed near the keypad connector. The complaint of an ok keypad response issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed that the battery compartment was cracked in two places. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.